Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during drain of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During troubleshooting, no leak was noted from the cassette. Renal therapy services (rts) assisted the patient in ending the therapy session. Rts advised the patient to contact their nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.